Event description:
The customer reported that the device is unable to pace. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.